Event description:
Customer reported via phone, she believes the insulin pump wasn't working as her blood glucose has been over 400 mg/dl for the past 24 hours. The device also continues to alarm failed battery test. Customer stated she will call back to perform troubleshooting as it seemed she wasn't home. Customer was advised to do a complete set change as soon as possible. She isn't returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.